Event description:
Additional information: it was reported that the patient had been on prialt without any problems. It was stated that the patient's symptoms of "overdosed/underdose were due to ongoing issues with his pump and not related to prialt". Patient was currently receiving prialt at a daily dose of 0.22mcg/hr.

Event description:
A volume discrepancy was reported. It was stated that at the last couple of refills the residual volumes did not match. At the last four refills: they expected 8.7ml but aspirated 7.5, expected 8.7ml aspirated 7.2ml, expected 10.3ml aspirated 6.2ml and expected 9.3ml and aspirated 8.5ml. Patient experienced overdose symptoms. Drugs delivered via the device were sufentanil, bupivacaine, and prialt. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709sc, (B)(4), implanted on: 2011 (B)(6), explanted on: unk; pouch: model: 8590-1 dacron pouch, lot # n278365; implanted on: 2011 (B)(6); explanted on: unk.